Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional information was requested and the following was obtained: name/indication for the procedure? Vaginal diaphragmaplastik. Procedure/event date? Vaginal diaphragmaplastik / date unknown. On what tissue vicryl was used? Soft-tissue. Current patient status? Unknown.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device plbdwcr0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Name and/or indication for the procedure? Date of procedure/event? On what tissue was the vicryl suture/needle used? What is the current patient¿s status? Additional information was requested, and the following was obtained: were there any patient consequences? No. Was the procedure successfully completed? Yes. What was the size of the needle used? 26mm. Was any additional intervention performed/planned to search for the needle piece? Yes, used imagery to search. Could you please confirm if the device is available for return? Yes it is.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the suture was used. The procedure completed successfully. It was reported that the needle has been noticed by the or nurse at the table to have a broken tip. Surgeon has been made aware and looked for the tip of the needle with x-ray but didn¿t find it in the patient. There were no patient consequences reported. Additional information has been requested.